Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty bariatric bypass surgery procedure, at the time of the entero-anastomosis the beige load locked and did not fire. It was assembled and disassembled several times and yet it remained locked. After the reload was replaced the procedure was completed without issue. There was no patient injury.